Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg assay results for one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2026, the low result from another laboratory using the chemiluminescence method was 2.9 ui/ml (indeterminate). This result was considered correct as it matched the patient's clinical condition. On (B)(6) 2026, the high result from the analyzer was 131 ui/ml. (Reactive). The low result was deemed correct.